Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the slide rail to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed to close and had frequent failure which prevented the user from accessing medications. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.